Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging intermittent power to the pump. The reporter indicated that moisture ingress was noted behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment intact. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case cracked in right hand corner of display area. Leak test shows leak at crack in pump case. Removed pump cover. Evidence of moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.